Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported that the patient is experiencing jolts and painful sensations on his right side. Diagnostic testing revealed normal impedance readings. During reprogramming, the patient was unable to feel stimulation until amplitude was extremely high and the patient then experienced overstimulation. It was also reported that the patient experienced unwanted and uncomfortable stimulation on his right side. As a result, the sjm rep turned off stimulation for the patient's right side coverage. Surgical intervention is planned to address the reported issues.